Manufacturer narrative:
Product event summary: the device was returned and analyzed and no anomalies were found.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) was explanted and replaced due to a non-specific performance issue. The left ventricular (lv) lead was also capped and replaced due to sub-optimal lead function and pacing percentages. No further information could be obtained. No patient complications have been reported as a result of this event.